Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal was broken or the label was missing. Scratches on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests performed, which were unable to replicate or confirm the reported event. Device passed accuracy test. Running three accuracy tests, the pump was found to be within manufacturing specifications: no fault found. The expulsor was replaced for preventative maintenance. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a (B)(6) pump failed delivery testing and was under infusing. There was no patient involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-01760. The report was submitted in error.